Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with crosstalk on the device. Crosstalk was noticed after atrial paces. Programming changes were made. The patient will be monitored closely.